Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: bottle (B)(6) (ethanol) was not in contact with the corresponding sensor for approximately 5 minutes and 47 seconds from 15:20pm on (B)(6) 2021, which is sufficient time to replace the reagent; and the station properties were reset at 15:27pm on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle (B)(6) prior to these user actions were: ethanol concentration=49.5%, cycle=32, cassettes= 3860 and days=43. The reagent in bottle (B)(6) (ethanol) was subsequently used for the final dehydration step of the "factory 8hr xylene standard 1" protocol comprising (B)(6) cassettes, which started in retort a at 23:23pm on (B)(6) 2021 and completed at 07:27am on (B)(6) 2021. The "factory 8hr xylene standard 1" protocol, which is of 8 hours and 6 minutes duration, has been validated for use in this laboratory since 22 january 2021. The reagent in bottle 10 has been used for 24 processing runs without reported incident; and information recorded in the instrument logs in association with reagent replacement performed (B)(6) 2020, does not show evidence of any use error(s) in replacing reagents during this period. The discrepancy between the measured and calculated ethanol concentration in bottle (B)(6) did not either cause or contribute to the sub-optimal tissue processing reported in this complaint, because the reagent in bottle (B)(6), which had a measured concentration of 82% was used for the second dehydration step of "factory 8hr xylene standard 1" protocol started in retort a at 23:23pm on (B)(6) 2021, from which sub-optimal tissue processing was identified by the complainant. Manufacturer evaluation of the information available identified that the root cause of the sub-optimal tissue processing reported by the complainant was a combination of two (2) use errors involving failure to follow manufacturer instructions detailed in the leica peloris/peloris ll user manual. Investigation showed that a use error occurred at 15:27pm on (B)(6) 2021 during manual replacement of the reagent in bottle (B)(6) (ethanol). Specifically, the ethanol concentration in bottle (B)(6) measured by the laboratory using a hydrometer was 75% and that calculated by the instrument software was 100%. These facts indicate that manual replacement of the reagent in bottle (B)(6) (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although a user affirmed in the instrument software that the ethanol concentration in bottle (B)(6) (ethanol) was to be set to the default value of 100% at 15:27pm on (B)(6) 2021, the variance between the ethanol concentration measured by the laboratory using a hydrometer on (B)(6) 2021 of 75% and that calculated by the instrument software of 100%, indicates that a use error occurred during manual replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle (B)(6) (ethanol), which had an ethanol concentration of 75% due to the use error, was used for the final dehydration step of the "factory 8hr xylene standard 1" protocol started in retort a at 23:23pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Information documented by the assigned leica senior applications specialist - core histology details that the tissue samples exhibiting sub-optimal processing were derived from "factory 8hr xylene standard 1" protocol and the tissue type and size of the affected samples were "breast biopsies" and "1-20mm". Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "factory 8hr xylene standard 1" protocol with a duration of approximately 8 hours is not appropriate for processing "breast biopsies" of "1-20mm" in size. This finding indicates that use of a protocol of inappropriate duration for the type/size of the tissue samples being processed may have contributed to the sub-optimal tissue processing reported by the complainant.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "processing quality issue: larger tissues were mushy and unfixed, smaller were crunchy. (B)(6) blocks that were affected. I took hydrometer readings and it looks like #(B)(6) was the problem; software concentration is 100%, hydrometer measure is 75%. All other reagents and wax were okay." On (B)(6) 2021, the complainant measured the ethanol concentration in bottles (B)(6) inclusive using a hydrometer and provided this information to leica biosystems. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottles (B)(6), in which the measured ethanol concentration was 75% and 82% respectively and the calculated concentration was 100% and 88% respectively. On 13 february 2021, the assigned leica senior applications specialist - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following findings: "as per customer formalin stations 1& 2 and ethanol stations 9 and 10 were cloudy. On (B)(6) just prior to the start of the affected run station 9 (ethanol) was reset." The fss instructed the laboratory to replace the reagent in bottles (B)(6) (formalin), (B)(6) (ethanol), and (B)(6) (xylene) and the wax in wax baths (B)(6); and to perform a validation processing run(s) to confirm that the quality of tissue processing is satisfactory prior to processing diagnostic tissue samples. The fss documented that the tissue samples exhibiting sub-optimal processing were derived from the "factory 8hr xylene standard 1" protocol comprising (B)(6) cassettes, which started in retort a at 23:23pm on (B)(6) 2021 and completed at 07:27am on (B)(6) 2021. The tissue type and size of the affected samples were detailed as: "breast biopsies" and "1-20mm" respectively. On 24 february 2021, leica biosystems (B)(4) received information from the assigned leica senior applications specialist - core histology that all cases involved in this event were diagnosable.